Manufacturer narrative:
With review of the available information there is no indication of any device malfunction or performance issues impacting the event. Although a definitive root cause cannot be determined, clinical, pharmacological, and patient factors including comorbidities are known possible contributors to the event. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Gastrointestinal bleeding has been identified as a known potential risk associated with use of all vads as outlined in the instructions for use (IFU). Known contributing factors to gi bleeding include individual patient comorbidities and pharmacological factors. The IFU addresses guidelines for optimal patient management, including therapeutic anticoagulation guidelines. Gi bleeding/av ms are known potential complications associated with all patients implanted with vads. Device remains implanted.

Event description:
It was reported from the site that the patient was admitted following a scheduled right heart cath on (B)(6) 2016 for worsening blood loss anemia. Patient reported increased shortness of breath past two weeks and onset of black stools two days prior to admit. Patient denied hematochezia or hematemesis, noted progressive abdominal distention and some lower extremity edema. Patient also denies chest pain, ICD shocks, vad alarms, and purulent drainage from drive line site, fevers, chills, abdominal pain or diarrhea. Pt reports drinking 2 shots of liquor per day for years, and it was stated by the site that this "may be a contributing factor". It was also stated that gastroenterologist (gi) were consulted; no indication for egd as no melena, hematochezia or brbpr. Patient was said to have been discharged (B)(6) 2016 in stable condition with standing orders for primary doctor to transfuse 2 units of packed red blood cells (prbcs) if there was a drop in hematocrit and hemoglobin (h/h).) On (B)(6) 2016 patient noted melena, which became progressively darker, dizziness with standing. Patient went to emergency department (ed) on (B)(6) 2016 at 23:00 and was transfused 2 units of packed red blood cells (prbcs) and transferred to another hospital. Patient underwent esophagogastroduodenoscopy (egd) on (B)(6) 2016 that revealed a duodenal avm that was cauterized and treated with epinephrine. Patient received 1 unit of prbcs after procedure on (B)(6) 2016 and 2 units of prbcs the next day on (B)(6) 2016. Patient was said to have one additional episode of melena on (B)(6) 2016, but none after. It was stated that the issues had resolved on (B)(6) 2016 and the patient was discharged in stable condition on (B)(6) 2016. It was further stated that there were no active bleeding since. No additional information available.